Manufacturer narrative:
Sections d9 and h4 were updated. The reported complaint that the autopulse nxt platform (sn (B)(6)) stopped compressions was confirmed in the archive data, but it was not confirmed during functional testing. An archive data review revealed that the nxt platform stopped compressions due to fault code 1040 (compression depth tolerance reached) around the reported event date. Fault code 1040 is a software feature designed to prevent the platform from exceeding the necessary compression depth for a patient with a specific chest size. This fault code is triggered when the nxt platform pulls in more band than required for the patient's chest size. During testing, this fault code could not be reproduced. The autopulse nxt platform passed preliminary functional testing without any fault or error, and no device malfunction was detected. Zoll is currently waiting for the customer's approval to proceed with finalizing service and final testing.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer inserted a fully charged autopulse nxt battery into the autopulse nxt platform (sn (B)(6)) for use during a patient call. Upon arrival at the scene, the patient was placed on the autopulse nxt platform, and compressions were initiated. After the paramedic crew arrived and completed intubation, they selected the continuous operation mode for compressions. In this mode, the autopulse nxt platform performed ten compressions and then stopped. The crew attempted to resume continuous compressions by pressing the start button, but the nxt platform again performed only ten compressions before stopping. Consequently, the customer discontinued the use of the nxt platform. The patient's status information was requested, but the customer did not provide a response. At the station after the call, the crew removed the battery and left it out of service for one day. When the battery was reinserted, the customer simulated a cardiac arrest with a CPR mannequin, including 30:2 compressions, and then switched to continuous compressions mode. They experienced no problems with the autopulse nxt platform during this simulation. The crew ran the scenario three times without any issues. The autopulse nxt platform was then placed back in service on the assigned vehicle. Later, the customer reported that the autopulse nxt platform would remain powered on but stop performing compressions, requiring the start button to be pressed to restart compressions.